Event description:
It was reported that during an explant surgery, due to patient pain, the slap hammer locked up and was unable to be used when attempting to extract the retrograde rod (there was significant bone growth around the rod). The extraction screw was unable to be threaded into the rod. A second extraction screw had to be used to complete the procedure. Two distal screws and one proximal screw were removed along with the retrograde rod. Hardware was all intact. There was no delay to surgery. This report is for an unknown screw. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screws/unknown lot number. Implant date unknown. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.